Event description:
The following has been reported by customer: error 37 - can't operate pump customer sent in the request form reporting: error 37 - can't operate pump. Reporting as a conservative measure. Adverse effects were not reported. Device history record was not reviewed as the device has already gone through its first preventive maintenance. Device history log was reviewed. Several technical errors 37 related to the reported event were found. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, the reported event was not reproduced but external inspection found delaminated start/ ok button that could firmed the reported event. During tests, ocs test failed (missing ribbon cable z179413). Internal inspection found that ribbon cable from cpu board to power supply board is missing likely due to a mishandling of the device. This complaint regarding the error 37 is considered as valid, linked to an ageing of the keypad. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal